Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated on 27-oct-2017, telemetry was performed and the pump resumed functioning (motor stall recovered) on (B)(6) 2017 at 11:25. The physician made the decision to not replace the pump. The provided logs indicated the low reservoir alarm occurred at 05:19 on (B)(6) 2017. The receipt of incomplete pump logs also indicated 3 historical motor stalls. The first motor stall occurred on (B)(6) 2017 at 13:56 and recovered at 14:03. Another motor stall occurred on (B)(6) 2017 at 09:26 and recovered at 09:56. The third motor stall occurred on (B)(6) 2017 at 09:18 with a stopped pump may exceed tube set message on (B)(6) 2017 at 09:18. No complications were reported/anticipated.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (2.0mg/ml, 0.7997mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient was seen for a refill on (B)(6) 2017. Upon interrogation, a motor stall was confirmed with a stopped pump may exceed tube set message. A low reservoir alarm also occurred. At the time of interrogation, the expected reservoir volume was 0.4ml. The logs were not provided to give exact time and date. No patient symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump would be replaced on (B)(6) 2017. The issue was considered on going. The status of the patient was stated to be alive and with no injury. The pump would be returned.